Manufacturer narrative:
(B)(4) .

Event description:
It was reported the patient presented to the clinic after feeling a notification alert. High, out of range, pacing lead impedance and increased capture threshold were observed during dft testing. Lead was explanted and replaced. Patient was stable throughout the procedure. Lead will not be returned.